Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in a non-clinical environment and was unable to connect their implantable cardioverter defibrillator via bluetooth, and a failure of bluetooth low energy (ble) telemetry was noted. No intervention was reported. No adverse patient consequences were reported.

Manufacturer narrative:
Correction h6: codes should reflect device not being returned.